Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was returned and evaluated. The high purge pressure reproduced in the lab while priming and running the pump for 15 minutes. The purge fluid built up above the sidearm reservoir, which caused the high purge pressure. No purge fluid exited from the sidearm to the purge gap. The sidearm was cut off and the purge cassette tubing was connected straight to the red handle without the sidearm. The high purge pressure resolved, which isolates the blockage to the sidearm. A bond failure from internal manufacturing causing a blockage in the sidearm is suspected. Added- h6 impact code 4629

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
A complainant reported the patient was on impella 5.5 support. The impella 5.5 was primed and placed in the left ventricle. Immediately after pumping started, the "purge pressure increase" alarm sounded, and the condition did not improve despite multiple attempts to bleed air from the purge line. The purge set was replaced, but the alarm did not go away. Using impella connect, it was discovered that the "purge pressure increase" alarm had been present from the priming process before the pump was inserted into the body. The pump was replaced and there was no reported patient harm.